Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement; dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary implanted by dr (B)(6) at (B)(6) hospital, primary implant date unknown and implant stickers unavailable. Revision for instability and pain bearing changed to 12.5mm and patella resurfaced. Male patient initials: (B)(6), dob: (B)(6). Impacted product: unknown jrn: lge+ 10mm lcs bearing lot number unknown = implant discarded. Related product: unknown jrn: lge+ rt lcs porous femoral component/ lot number unknown = still implanted. Unknown jrn: size 5 mbt cone cemented tibia/ lot number unknown = still implanted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.